Event description:
Physician was advancing wire through a tortuous iliac artery, with the movavble core being retracted then advanced. A contrast "blush" was noticed upon injection; a perforation of the artery had occurred. When the wire was removed, the inner core had protruded outside outer coil and had perforated the vessel. The pt subsequently required a stent to be placed to repair the area of perforation. After the stent placement, the pt outcome was positive.